Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced, but confirmed through review of the event history log. The confirmed alarm was found to be caused by a failed upstream sensor with cracks in the contact pins which have a causal relationship to false air-in-line alarms. The failed upstream sensor was replaced. Additional information :crack.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.